Event description:
It was reported that "patient was walking while exercising on a new machine. Hip started to squeak. Squeak lasted about 1 month until saturday (B) (6) 2008. While patient was turning over in bed, she heard her hip pop which made the hip pop back into place and has not had squeaking since."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.